Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, it was noticed that the introducer was released from the catheter. Subsequently, the introducer was retrieved. The stent was implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter-guide break.

Manufacturer narrative:
Block b5 has been updated with additional information received on september 19, 2024. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2024. During the procedure, the stent was deployed; however, it was noticed that the introducer was released from the catheter. Subsequently, the introducer was retrieved. The stent was implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Additional information received on september 19, 2024. The stent was implanted in the biliary. The broken introducer was retrieved with a snare and the procedure was completed with another advanix biliary preloaded stent.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, it was noticed that the introducer was released from the catheter. Subsequently, the introducer was retrieved. The stent was implanted, and the procedure was completed. There were no patient complications reported as a result of this event. **additional information received on september 19, 2024** the stent was implanted in the biliary. The broken introducer was retrieved with a snare and the procedure was completed with another advanix biliary preloaded stent.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: an advanix rx biliary preloaded double bend stent was received for analysis. Visual inspection found that the guide catheter was kinked and detached. Also, the push catheter was kinked. Destructive inspection was performed, and it was found that the device hypotube from the pull wire was detached from the guide catheter, and the pull wire was kinked. No other problems were noted with the device. Product analysis confirmed the reported event of catheter-guide break. It is most likely that the attempted deployment, the tortuosity of the patients anatomy, or the physician's technique caused the observed event of the catheter-guide kinked. Furthermore, by the time the stent was deployed, the push catheter was kinked along with the pull wire, which then resulted in the reported event of catheter-guide break which was either caused by the force that was pulled from the pull wire or by the pressure the kinked portion of the guide catheter added to the delivery system. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.